Event description:
Staple load misfire. First load stapled fine, stapler removed from body cavity, staple load removed, stapler jaw rinsed in saline, new cartridge placed. Second staple load did not fire stapler removed from surgical field, secured and given to supply coordinator. [Redacted] aware sales rep present upon surgeon request. Staple load: echelon endopath reload 45mm.